Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6). 2.4 software version: l030003 2.5 hours of operation: 3609. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. On the day of occurrence (2023-11-30) no infusion was found. No other abnormalities were found in the device history. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were missing. The device shows age related signs of wear and tear and was slightly dirty. No visible damage was found. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,57 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,35 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 2,00 bar (should be: 1,8-2,5 bar) pmin: is: 1,66 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,71 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +2,28%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification) 3.6 disassembling: the device was disassembled, and the inside was investigated. Inside the device could be found liquid residues but no visible damage. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 24a23e8st1 ---------------------------------------------------------------- 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: the device will be returned without repair. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "underinfusion". According to the complainant the patient was receiving a unit of blood going through a b braun pump. Staff nurse went to check as the transfusion was due to finish and found a lot more volume left in the bag than showing on the pump. Remedial action taken infusion pump changed, blood continued over final hour, the patient had received it over 2 hours so still had 1 hour left before it needed to be discarded.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.